Event description:
It was reported that there was an incorrect time setting on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in updating the pump's time and was advised to monitor the situation, acknowledging the guidance provided.